Event description:
It was reported that the patient went to the ER (emergency room) after receiving a shock. It was found that the patient was shocked due to t-wave oversensing (twos) of the right ventricular (rv) lead. It was also noted that there were two recorded ventricular fibrillation (vf) episodes that had suspected twos with one rv undersensed beat. There was discussion about how to tell if the change in rv sensitivity will eliminate twos. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited low r-wave sensing. The rv lead was reprogrammed. After reprogramming the r-wave measurements improved but remained variable. The rv lead will continue to be monitored. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.